Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 199-200 mg/dl. Customer reported that they are unable to troubleshoot at the time of the call. Customer does not want to return the set or reservoir for analysis. Customer stated that he threw out the reservoir and infusion set. Customer is not using the pump right now and has been treating with manual injections. No further assistance needed.